Event description:
It was reported that the patient received questionable inappropriate therapy from their implantable cardioverter defibrillator (ICD) as it may have detected sinus tachycardia as ventricular tachycardia. The ICD remains in use. No further patient complications have been reported as a result of this event.